Event description:
It was reported that caller experienced air bubbles and gaps about half the size of pea in infusion set tubing between connection and patient during insulin delivery on a previous day. There was no adverse impact to the customer¿s blood glucose level. Caller resolved issue by changing cartridge and infusion set with tubing, then resumed insulin use, and was not experiencing issue at time of contact; no additional information was received regarding any further outcome.

Manufacturer narrative:
In use at the time of the event:cgm model: g6.mobile os: android / android_galaxy s9+ / 1.7.1 / android_10.